Event description:
Per the clinic, the patient reported a sudden loss of connection to the internal device resulting in loss of benefit. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. This report is filed august 24, 2011.